Manufacturer narrative:
Omit: concomitant med prod data, c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the requested log review has been completed and confirmed that a soft guardrails limit was bypassed by user programming on the date of 05feb2025 at the approximate time of 06:26 pm. The external and internal inspection of the devices could not be performed as no devices were returned for inspection and no pictures were included, however, the facility provided event logs for the suspect pcu (s/n: (B)(6) to investigate the details surrounding the reported issue. The event occurred on february 5, 2025, at 6:26 pm. The facility is requesting a review of the logs from that date and time to determine why a guardrail alert was not triggered. At 5:50 pm the pcu (s/n: (B)(6)) was power on; attached suspect syringe module (s/n: (B)(6) label a and syringe module (s/n: (B)(6)) label c. At 6:04 pm the suspect syringe module (s/n: (B)(6)) was programming continuous infusion with drug = 525 (suspect to be hydromorphc), pvi = 0 ml, rate = 0.1 ml/h, vtbi = 43 ml; the infusion supplies 0.0355 ml, and the infusion lasted twenty (20) minutes. At 6:26 pm the suspect syringe module (s/n: (B)(6)) was programming bolus infusion with drug = 525 (suspect to be hydromorphc), pvi = 0.0355 ml, rate = 0.1 ml/h, vtbi = 43 ml; the infusion supplies 0.75 ml, and the infusion lasted two (2) minutes. At 6:26 pm the suspect syringe module (s/n: (B)(6)) alarmed, because dose above maximum. Dose = 0.15; maximum = 0.06. A soft guardrail alert appears and was accepted by the user. At 6:28 pm the suspect syringe module (s/n: (B)(6)) was reprogramming continuous infusion with drug = 525 (suspect to be hydromorphc), pvi = 0.2877 ml, rate = 0.1 ml/h, vtbi = 43 ml; the infusion supplies 0.75 ml, and the infusion lasted tree (3) hours. At 9:21 pm the suspect syringe module (s/n: (B)(6)) was reprogramming continuous infusion with drug = 525 (suspect to be hydromorphc), pvi = 1.0732 ml, rate = 0.1 ml/h, vtbi = 41.93 ml; the infusion supplies 0.3394 ml, the infusion lasted two hours and twenty minutes. At 11:48 the suspect pcu was power off and the modules was disconnected. Syringe module (s/n: (B)(6)), tvi = 3.5276 ml; syringe module (s/n: (B)(6)), tvi = 1.4126 ml. Each drug ID has its own parameters, minimum and maximum limits, depending on the guardrail drug that triggers the safety alert, and the programming. Therefore, when a guardrail drug is reprogrammed, the parameter limits for the safety alert change. The devices were in use for patient treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the requested log review to address the question why the system does not observe a guardrail alert on 05feb2025 was completed and confirmed the infusion guardrails soft limit was bypassed by user. No device malfunction was alleged or is believed to have occurred.

Event description:
It was reported the customer is requesting a review of the logs for a known programming error. Customer is requesting to know why they are not seeing a guardrail alert. Hydromorphone (50mg in 50ml (1 mg/ml) was programmed to infuse at 0.2mg/kg/hr (0.1ml/hour). Bolus doses were ordered at 18ml/hr. At 18:26 the clinician however programmed midazolam (0.15mg/kg with a volume to be infused of 0.75ml) on the module that was infusing hydromorphone. The guardrails limit for hydromorphone was set for 0.6 mg/kg however no guardrails alert was triggered. There was patient involvement however no patient harm. During preliminary review of logs by manufacturer representative it was noted that the guardrails alert was overrode.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported the customer is requesting a review of the logs for a known programming error. Customer is requesting to know why they are not seeing a guardrail alert. Hydromorphone (50mg in 50ml (1 mg/ml) was programmed to infuse at 0.2mg/kg/hr (0.1ml/hour). Bolus doses were ordered at 18ml/hr. At 18:26 the clinician however programmed midazolam (0.15mg/kg with a volume to be infused of 0.75ml) on the module that was infusing hydromorphone. The guardrails limit for hydromorphone was set for 0.6 mg/kg however no guardrails alert was triggered. There was patient involvement however no patient harm. During preliminary review of logs by manufacturer representative it was noted that the guardrails alert was overrode.